Manufacturer narrative:
This report originally filed as MDR 1547753 from mfg site - (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
As reported the retrospective study of contact lens daily wearer and extended wearer was performed, in which out of 88 patients 55 patients have experienced corneal inflammatory events (cie) which includes contact lens peripheral ulcer (clpu), infiltrative keratitis (contact lens acute red eye, contact lens associated infiltrative keratitis, asymptomatic infiltrates, asymptomatic infiltrative keratitis, or scattered infiltrates) and phlyctenular-like condition defined as limbal edema with adjacent, but localized, corneal edema and infiltrates. Mixed, conditions where two of the three listed above were present simultaneously. The treatment medication included steroid and antibiotic combination, followed by antibiotic only or steroid only. The outcome of the events were not reported. No further information is available. As initially reported by the health professional via literature on 19feb2020, it was reported that out of 76 patients 55 patients have experienced corneal inflammatory events (cie) which includes contact lens peripheral ulcer (clpu) and infiltrative keratitis (contact lens acute red eye, contact lens associated infiltrative keratitis, asymptomatic infiltrates, asymptomatic infiltrative keratitis, or scattered infiltrates). Mixed, conditions where two of the three listed above were present simultaneously. The outcome of the events were not reported.